Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette while removing the cassette from the cycler after ending their pd treatment. The patient contact reported that the patient was receiving a patient line is blocked soft alarm during drain 3 of 5 and an air detected in cassette alarm during drain 3 of treatment. The treatment was cancelled and the cycler was rebooted, but the patient continued to receive the alarm. The stay safe connector blue pin was not pushed in. It is unknown at which point in therapy the leak may have begun. The patient contact reported that the cause of the leak was the cassette. The fluid did come in contact with the cycler. The patient contact was advised to discontinue the use of the patient's cycler and follow up with the patient's peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient resumed treatment when they received their new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler underwent and passed a patient sensor calibration check, a valve actuation test, a system air leak test, and a mushroom head check. The post-accelerated stress test 2-hour 15-minute 8500 ml simulated treatment was performed and completed without alarms or failures. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the pneumatic vacuum lines during internal inspection. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.